Event description:
Patient called out stating that she was in pain and the epidural was not working; rn (registered nurse) found the epidural catheter tubing to be disconnected from the alligator clip and was infusing into the floor. Rn consulted anesthesia immediately and md sterilely cut and reclamped epidural catheter. Patient was rebolused at that time.